Event description:
It was reported that the patient frequently paused the ilet for extended periods and did not resume dosing, which led to dosing stopped alerts and concern for prolonged device stoppage; the specific device component implicated was not identified, and available information about a device malfunction was insufficient. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and the device problem and component could not be further characterized due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.